Event description:
The facility administrator reported to baxter (B)(4) that an administration set had the flow blocked. There was no patient involved, therefore there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was returned for evaluation. A visual inspection was performed and confirmed the reported condition of blocked spike. The root cause of this condition was due to refrigeration system failure. This issue has been escalated to CAPA. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.